Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a meniscus repair procedure, the t2 of the fast fix device fell off during the t1 deployment. T1 implant was removed from patient using tweezers. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the t1 is off the needle but still attached to the suture. The t2 is still in place, behind the dimple, on the needle. The knot on the suture is not tightened. The depth straw has been trimmed. There is bio debris on the needle. A functional evaluation was performed on the returned device and found the actuator would move the t2. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.